Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise which was intermittently oversensed and resulted in pacing inhibition. No changes in lead measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
The patient underwent a normal device change out and this lead remained in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.